Event description:
It was reported that a patient underwent a hardware removal revision procedure on (B)(6) 2015. The synthes medial plate, which was originally implanted on an unknown date, was removed due to a non-union at the original fracture site. The anticipated treatment was to remove the hardware, perform a posterior iliac crest bone graft (picbg), and re-plate. No reported time delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient initials are (B)(6). Date of postoperative pain and non-union is unknown. (Expiry date): august 2017. Date of original implant procedure is unknown. Device reportedly returned to the patient and is not available for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history report: manufacture date: october 11, 2012 - expiry date: august 2017 a review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 3.5mm lcp low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.